Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and duplicated the reported issue when moving the device vigorously. Physio-control replaced the device¿s battery pins, after which no further power related discrepancies were observed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would power off unexpectedly by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no patient involved in the reported event.